Event description:
Reference number (B)(4). Event occurred in the united states. On 21-jun-2024, it was reported that the patient faced infusion set cannula still had needle guard on it within 3 hours of insertion at abdomen and patient forgot to take it off. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.